Event description:
A customer contacted beckman coulter inc. (Bec) regarding a clenz (cleaner) leak inside the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer initially was unable to locate the source of the leak however, later found that the source of the leak was a popped off tubing through a valve (v12b). The customer replaced the tubing and the leak stopped. The root cause for the leak is attributed to a popped off tubing through valve. (B)(4).